Event description:
It was reported that the patient was experiencing loss of stimulation and the ipg would not communicate with the remote control. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.